Manufacturer narrative:
A service technician was sent to the facility by the manufacturer. The bipap vision was tested and was found to operate and alarm as designed. No deficiencies or malfunctions were identified during testing of the device. The device's error log was reviewed and no errors were found that would cause a device malfunction or loss of therapy. The reporting facility also tested the device and found it to operate and alarm properly. The reporter of the event did not have details of the alleged malfunction that occurred at the time of the event. The manufacturer has made several attempts to gather this info but has been unsuccessful. Based on the available info and device testing, the manufacturer concludes the device operates as designed and did not cause or contribute to the reported adverse event. No further action is required.

Event description:
The manufacturer received info that a pt death occurred while a bipap vision was in use. The reporter of the event alleged the device may have malfunctioned and contributed to the incident.